Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. Thus, a physical investigation was performed for the catheter. During physical investigation a catheter has been received. The tube of the catheter was melted right at the tip of the catheter and had a hole in the same position. The test guide wire went through the catheter till the metal gear wheel. It was not possible to perform the aspiration test due to the melted tube. The tube of the catheter was found melted at the tip of the catheter. The mechanical jam of the catheter can not be confirmed. A clear root cause could not be identified but catheter helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during thrombectomy and atherectomy procedure, the device allegedly had insufficient suction and the drainage is not smooth. There was no reported patient injury.